Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up. Upon troubleshooting, the philips field service engineer (fse) decided to reinstall the software. To resolve the issue, the fse reinstalled the system software, restored the configuration and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.